Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 1458 mcg/day via an implantable pump. The indication for use was not provided. A pump infection was suspected. The family wished for a wash out of pump pocket and replacement with a new pump instead of pump removal. The device pocket showed a hematoma. The cultures were pending. The pump was replaced on (B)(6) 2019 and the device was discarded by the healthcare provider. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included severe cp (cerebral palsy) and hemodialysis. Other medications being taken at the time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and the initial reporter information was provided. It was also noted they did not know the results of the cultures taken yet. No further complications were reported or anticipated